Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was having a hard time adjusting her settings and she wasn't getting help controlling her symptoms. The patient stated that she was on program 1, but didn't feel stimulation so she changed to program 4, but then started feeling stimulation down her left leg. Trouble shooting attempts were made and the patient programmer showed stimulation was on and the patient changed back to p1. It was mentioned that the patient set and increased stimulation and briefly felt stimulation at the implant site, but then as she increased further she felt it in the rectum/bike seat. The patient confirmed feeling stimulation in the correct area. The patient also noted that the trial was so easy and learning to work new and different equipment with the permanent implant was hard. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the cause of stimulation at implant site was not known but has subsided. The patient symptoms have improved, therapy was working better for her now. There were no further symptoms or complications reported or anticipated.